Event description:
Clear film on arterial side of oxygenator. Complaint ID: (B)(4).

Manufacturer narrative:
The device history record was reviewed on (B)(6)2020 and does not show any abnormality or issue that is related or can have led to the customer complaint. The oxygenator was investigated in the laboratory on(B)(6)2020 . Results of laboratory investigation: the fibrin film on the arterial side could be confirmed. During visual inspection no defects or foreign bodies which could cause blood clotting were detected. The leak test according to lv 201 and lv 202 did not show any leakages. For further investigation a CT scan of the oxygenator was performed. The CT scan as well showed no abnormalities. In addition a CT scan of two other oxygenators with the same issue was performed and no defects were found. A medical review was performed by manager medical affairs on (B)(6)2020 . Results of medical review: as stated in the report, the customer observed the formation of a milky-white clot in the be-hmod 30000 post-chamber (arterial side) a number of days after initiating extracorporeal support using the product. While the user(s) indicated that a number of clinical parameters showed little to no deviation from the institution¿s clinical practice and/or protocol, some points are of particular interest with respect to this report: -it was mentioned that protamine was administered during extracorporeal support to reduce the activated clotting time (act) from 400 seconds to 200 seconds. While this does not appear to be a clinical regularity for this institution, it may have been a precipitating event, resulting in the observation cited by the customer in at least one case. -normal antithrombin iii (atiii) levels for children are between 60-90%. The complaint report mentioned that the atiii levels were maintained at 21% to reduce the bleeding experienced by the patient. A study in 2014 held atiii levels at 70% of normal for patients on ECMO using supplementation. -an average activated partial thromboplastin time (aptt) of 42 seconds was stated by the customer. The usual therapeutic target for aptt is 1.5 ¿ 2.5x (60-80 seconds) the normal aptt with heparin. -according to the customer transexamic acid was administered to a patient in one case. Transexamic acid is a known antifibrinolitic and is usually administered to manage a defined coagulopathy. -last, while the administration of blood products during ECMO are frequently necessary, blood products containing procoagulative elements (e.g. Platelets) may serve to accelerate the coagulation cascade, resulting in unexpected results in the extracorporeal circuit. Any one, or a combination, of the above mentioned points may have contributed to the phenomenon observed in the context of this complaint. Thus the issue could be confirmed but it was no product related malfunction. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: until today ((B)(6)2020 ), 13 complaints from the hospital (queensland childrens hospital, south brisbane, australia) were received for the same failure. In all cases no product related malfunction could be confirmed.

Event description:
Complaint ID:(B)(4).